Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to oversensing of noise. The therapy accelerated the patients rhythm into ventricular fibrillation. The device delivered two additional therapies which did not convert the rhythm. A return to sinus was eventually detected. The patient once again went into vf, the device appropriately delivered therapy and broke the rhythm, however the arrhythmia started again; therapy was appropriately delivered however the rhythm was not converted. The patient expired. It was noted that at some point during the episodes, external defibrillation was used and was unsuccessful in converting the vf. The physician believed the patient had an underlying medical condition that would not allow the external therapy to convert the rhythm.